Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was extracted due to infection. As well, the patient's right ventricular (rv) lead had vegetation present and was extracted. It was noted that both products will be replaced in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the lead was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient developed septic shock and septicemia due to lead endocarditis.